Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to elevated blood glucose (bg) levels reaching 400 mg/dl. Reportedly, elevated bg levels were due to the customer taking steroids and recently undergoing surgery for a preexisting medical condition. Customer was treated with insulin and released from the emergency room "a few hours" later. Customer's health care professional recommended pump settings be adjusted. Tandem technical support guided the customer through adjusting pump settings.